Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation papers allege: on (B)(6) 2010, patient was implanted with a depuy pinnacle mom implant in her right hip. Soon after surgery, she began to experience severe pain, popping and grinding in her right hip, which has not subsided. Patient will likely have to undergo revision surgery. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Update rec'd (B)(6) 2015 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The stem is now being added to the complaint. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions. Added law firm, age, updated product details in ips, facility name and surgeon.doi: (B)(6) 2010; dor: (B)(6) 2015; (right hip).